Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/04/2014. Recall reporting number: z-1123-2014. Usage of device: initial. The explanted intraocular lens (iol) was returned to the manufacturing facility for investigation. The returned sample was inspected at 10x microscope magnification. The visual inspection revealed surface residuals adhered to the optic body compatible with handling the lens, such as during the implant/explant process. No unacceptable cosmetic defects were observed in the sample returned. Based on the investigation the product met cosmetic specifications. No failure was detected in the returned lens sample. Manufacturing record review was performed where the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that while implanting an intraocular lens (iol) in the patient's right eye, the capsular bag tore. The incision had to be enlarged to remove the iol and a vitrectomy was performed. The surgeon then implanted an anterior chamber iol. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.